Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, low pacing impedance, and therapy was aborted. An x-ray was performed, and it was noted that there was possible degradation at the clavicle. No intervention was performed. The patient was in stable condition.